Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to complete the occlusion test due to prime anomaly. The device passed the self test, off no power, displacement, rewind, basic occlusion and excessive no delivery alarm tests. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife stated that husband was hospitalized due to high blood glucose and heart problems. The blood glucose reading at the time of the event was 1400 mg/dl. Customer was vomiting and couldn't talk. Customer was very sick. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 324 mg/dl. Customer treated with bolus. Nothing further reported.